Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This device is not 510k cleared in the united states; however, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device under 510k number k042037. Manufacture date - during november 2013. This report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2016-00025, 00385, 00386). Remains implanted.

Event description:
It was reported that a patient enrolled in a clinical study underwent manual manipulation approximately 14 months post-implantation due to dislocation.